Manufacturer narrative:
(B)(4).

Event description:
Procedure: tep totally extraperitoneal. According to the reporter: after insertion into the cavity, a nurse tried but found the balloon would not be inflated. Operating time not extended. Using new one. The case was completed with no problem. No patient harm. Tissue damage: no. Nothing fell into the cavity. No bleeding. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator or manufacturer: unknown. Nothing of adverse event caused by extension of operating room time was reported.

Manufacturer narrative:
(B)(4)